Event description:
The following has been reported: line in lower 1/3 of screen vertically a preliminary review of the device log files identified mechanical hardware failure (screen). The device was returned for evaluation. The device started up in a state 1 alarm condition. Log files indicate mechanical hardware failure (av assembly) and sensor hardware failure (dsps sensor). The fva output pin is not cycling properly. Removed and replaced the dsps sensor and vr encoder pcba. After replacement, the state 1 alarm is no longer active. The handle assembly is damaged to to excessive scratches. The lcd screen and handle will be removed and replaced during the repair process before being sent to the test line for full functional testing. Reporting as a conservative measure due to the dsps sensor issue identified during investigation. No adverse effects were reported.